Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was determined that the display was blank due to malfunction of dfm100 display assy. The display assy (453564488961) was replaced and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Reporting institution phone: (B)(6).

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the display is blank. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.